Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, it was noted the incorrect liner was packaged in an e1 high wall ringloc liner box. Another liner was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue.